Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 415 mg/dl. Customer stated that the air bubble into the tubing and the size of the air bubble was little bit long. The customer advice to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. The customer states air bubbles were not removed successfully. The device will not be returned for the analysis.